Event description:
It was reported that the device had an alarm 41786 occur during upgrade.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 03-jul-2025. H3: one device was received for evaluation. The device was in good condition. Functional testing was performed, and the customer problem was not confirmed. The device needed titan for upgrading and awaits customer approval. No repair activities were made.